Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during placement of a long-term hemodialysis catheter, the access wire tip perforated the patient's pericardium causing cardiac tamponade. The patient urgently received rhythmic compression of the chest. [CPR] and a pericardiocentesis was conducted. The patient's circulation stabilized, and an echocardiography was conducted. Prolongation of hospitalization was required.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed, and a root cause could not be determined. If the device is received in the future, a complete evaluation will be performed. Electronic review of the DHR and complaint database could not be performed since a lot number was not provided.